Event description:
Report from hospital: pt admitted with new onset of chf and bi-ventricular failure. Echo demonstrated severe lv disfunction. Pt was initially tried with diurectics and then switched to puf. Pt appeared to be doing well with stable vital signs. About 30 hours into puf, pt developed a wide qrs and signs of shock. Despite resusitation efforts, pt expired. No indication of device failure. Additional report from chf clinical representative: cardiomopathy patient, ef 20%, no underlying renal disease. Puf started at 200ml/hr wiht baseline hct=36.9, cr=1.0. At 12 hours hct at 42.3 and 24 hours of puf was ordered due to pleural effusion still present. At 33 hours hct at 56.9, creatinine at 3.5 potassium at 7.6. Patient coded at 33 hours.

Manufacturer narrative:
A company official reported 1 day after a treatment, a patient had expired. Information received indicated a patient had coded and could not be resuscitated. The hospital's risk assessment department investigated the incident and found that the aquadex flex flow system performed as intended. The disposable circuit was disposed of and the console was quarantined by the hospital risk management staff; therefore, no physical analysis could be performed on the products. The console serial number was identified allowing the company to complete a history review. The review indicates no abnormalities in manufacturing, final acceptance, quality control or the service processes associated with the console. The product alarm history was then reviewed by the hospital risk management and qc investigation team and the record maintains the product operated as intended and within specification. The health facility's investigation was provided to the company after 28 days and reports there was "no indication of device failure". The health facility is providing no further correspondence. The total system has performed within required specifications and as intended. The health facility will be monitored as part of routine complaint handling and reporting procedures. The company and the facility consider this investigation closed. No additional information will be provided.